Event description:
It was initially reported by the arjohuntleigh representative: "the otter had been set up and placed in position on the pool side. A client was attempting to sit on the chair when the chair swung back. The client then fell onto the floor and her lower back came into contact with the mast of the otter." (B)(4).